Manufacturer narrative:
The user facility has three reliance vision single chamber washer/disinfectors. However, it is unknown which of the units is subject of the reported event. A steris service technician arrived onsite to inspect all three units and found them to be operating according to specification. The technician also found no issues with the function of the door safety switches. No repairs were required, and the units were returned to service. The reported event is attributed to user error as the employee did not follow proper instructions as stated in the operator manual. The reliance vision single chamber washer operator manual states (1-2), "warning: if an obstruction is present in chamber door, do not attempt to remove the object." The technician counseled user facility personnel on proper use and operation of the reliance vision single chamber washer/disinfector, specifically on safe operating protocols. No additional issues have been reported.

Event description:
The user facility reported that during the automated load process, a rack was not completely inserted into their reliance vision single chamber washer/disinfector. An employee pushed the rack into the chamber, and the washer door came down on the employee's fingers. Medical treatment was sought and administered.